Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported that insulin was squirting out during the manual prime. She stated that the screen was also stuck and that she was unable to rewind the insulin pump. Customer declined troubleshooting. The blood glucose reading was 110 mg/dl. Nothing further was reported.